Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. Based upon the returned sample condition, the complaint investigation is confirmed for a dislodged/dislocated stent on the balloon. Based upon the available info the definitive root cause for this complaint is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the introducer. There was no pt involvement.